Event description:
It was reported that the atrial lead exhibited noise. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the patient's atrial lead exhibited noise oversensing resulting in inappropriate automatic mode switch (ams). The patient was in stable condition and will continue to be monitored.